Event description:
The patient claimed that the audio and vibration alarms on the animas pump is not functioning. In addition, the patient indicated since the subject pump has been rebooting, there has been more elevated blood glucose. Reportedly, he took 20 units to correct an elevated blood glucose reading of 457 mg/dl. The patient did not have any symptoms of ketones, nausea, and vomiting. The last high blood glucose the patient obtained on (B)(6) 2011, he took 25 units of insulin via the animas pump. During troubleshooting, the issue was not resolved with training. The pump will be returned for investigation. The patient did not report any blood glucose readings or symptoms that meet animas criteria for a serious injury. However, this complaint is being reported as a malfunction due to the alleged audio and vibration issue.

Manufacturer narrative:
(B)(4):during investigation, the allegation that the auditory and vibratory alarms were not working was duplicated. The pump was opened and it the auditory alarm contacts were found to be not making proper electrical contact. The vibration motor was found to be misaligned with the motor contacts.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.